Manufacturer narrative:
(B)(4).

Event description:
This 25 mm sjm trifecta valve was successfully implanted on (B)(6) 2012. The patient's health was diminishing so an echo was performed which showed an abnormally functioning valve. During the re-operation on (B)(6) 2015, a tear was found in one of the cusps which was the suspected cause of the severe aortic insufficiency. The valve was explanted and replaced with a smaller 23 mm edwards magna ease valve.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.